Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of membrane ¿ hair in membrane was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace membrane. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device membrane was damage and had hair on the membrane. There was no patient involvement.

Event description:
It was reported that the device membrane was damage and had hair on the membrane. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of membrane ¿ hair in membrane was confirmed. On 12-aug-2024, pcu was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace membrane. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.